Event description:
It was reported that as the system was moved out of a room, it almost fell over due to a caster having broken off. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event, and there was no associated procedure.